Manufacturer narrative:
Implant fell several times from insertion tool. No implant was placed in the same surgery. The o-ring in the internal configuration of the insertion post is not present, which is relevant for the function of the insertion instrument/insertion post. Therefore, the function cannot be guaranteed. Due to the condition of the implant, including the insertion post, it cannot be ruled out that the o-ring was damaged and discarded during use. When packaged, the implant met the manufacturer's specified requirements (including the o-ring). A product or manufacturing defect can be ruled out due to the established assembly, testing and packaging processes.

Event description:
Implant fell several times from insertion tool. No implant was placed in the same surgery.

Manufacturer narrative:
Implant fell several times from insertion tool. No implant was placed in the same surgery.

Event description:
Implant fell several times from insertion tool. No implant was placed in the same surgery.